Manufacturer narrative:
A complaint handling specialist of infutronix confirmed that the affected device was received on 05/27/2021. The affected device is pending evaluation.

Event description:
On 05/27/2021 a complaint handling technician of infutronix reported an issue on behalf of an end user: "pump was under infusing." Device operator was a registered nurse. Medication infused was unknown. A patient was involved but not harmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00034).

Manufacturer narrative:
A complaint handling technician of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing confirmed that the flow rate deviation was -2.18%. The flow rate accuracy was within the +/-5% specification. The reported flow rate issue was not confirmed.